Manufacturer narrative:
In this report, these sections: event description, device problem code, remedial action, and recall (z) number have been updated.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleged that he is experiencing burning smell, and the device has black filters. Patient stated that he has to change the filters of every week to two weeks, and they are black. Device was using ac power and was plugged into a wall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information related to burning smell and the device has black filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP device. The patient alleged noticing burning smell and the device has black filters. This notification was opened for review for information received that a burning smell and the device has black filters. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.